Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a fat harvest/transfer procedure was taking place with a coleman style mini ii stylet where the tip of the device broke off. The device was not used on the patient.

Manufacturer narrative:
On 1/24/2019, mentor became aware that the lot number of the complaint device was actually 75af2125. The device history record (DHR) of lot number 75af2125 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Manufacturer's reference number: (B)(4).